Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient experienced discomfort with the lifevest equipment, and also reported that the equipment hurt his ribs. There was no alleged device malfunction contributing to the irritation. The patient followed up with his physician who advised the patient to lay in different positions. Follow up indicated that the patient followed the physician's recommendations and noticed improvement with his rib pain.